Manufacturer narrative:
One tapered screw-vent implant (tsvh10) was returned for investigation. Visual evaluation of the as returned implant identified signs of wear/use but no malfunction/damage. Functional testing was performed and no malfunction was identified. Pre-existing condition noted on the per was -moderate bone density ¿ type ii-. The reported implant was being placed on tooth #13 (unknown notation system) when the incident occurred. X-ray/picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1235147) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1235147) for similar events (complaint category keywords: functional: damaged drive feature) and no other complaint was identified. Based on the available information and functional testing, device malfunction did not occur and the reported event was unconfirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided. PMA/510(k): k011028, k013227.

Event description:
It was reported that implant was attempting to be placed at tooth location # 13 but the internal hex of the implant stripped and could not be engaged once the adapter/carry was removed. Implant was removed and another implant from stock was placed. Patient returning for future checkup. As a result of the event no injury to the patient was reported.